Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim. Issue with bd alaris pump infusion set ¿ low sorbing tubing (chemo tubing) ref (B)(4), pin hole in tubing causing all fluid to leak out of tubing while tubing was clamped, luckily it was not attached to patient and did not have the chemo attached yet.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a pinhole in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015861a lot number 23025107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.